Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump was missing end the cap sticker and reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump is chipped around the reservoir compartment. It is also reported that the chip is preventing the reservoir to hold properly. The customer states the o-ring has also fallen out. The customer's blood glucose level was unknown. The customer was advised to discontinue use and revert to backup plan. The device is being returned for analysis and replaced.